Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the unit would require to be restarted when powered on. There was no patient involvement.

Manufacturer narrative:
.